Event description:
The customer contact reported a leak; subsequently, blood loss was noted. During "a blood sample in the operation room, the blood leaked from the upper part of blood port." The amount of blood loss was unspecified. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the domestic list number that is comparable to the international list number.